Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling, which damaged the device and, therefore, caused breakage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/22/2025, a sales representative reported via email that an ar-1588tn-21 tightrope ii abs broke with minimal tension. This was discovered during a procedure on (B)(6) 2025, and no patient harm was reported. Additional information has been requested.